Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced contaminated air in line housing due to error. Replaced door assy, rear case and all associated parts. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly. The customer reported problem was confirmed the device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2014-0284 for ail. CAPA #ca-2014-0605 for fluid ingress.

Event description:
The customer reported "alarm - error codes / messages". No further information provided. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "alarm - error codes / messages". No further information provided. No patient involvement.